Event description:
It was reported that a pt underwent an unk surgical procedure and suture was used. During the procedure, the thread broke several times at the bottom by the needle. There were no adverse pt consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.